Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the care alert triggered for both defibrillation coils having high impedance. It was also reported that the impedances have been variable. It was further reported that there were questions regarding the connector or set screw and performance around failure rates. The lead and device are still in use. No patient complications have been reported as a result of this event.